Event description:
It was reported that the right ventricular (rv) lead showed a different position on the post-operative x-ray and had dislodged. Additionally, lead testing showed an increased rv threshold. The patient was brought back to the lab and rv lead was explanted. A new lead of the same model was successfully implanted. No additional adverse patient effects were reported.